Event description:
The customer reported that rejected images are updated in pacs, but all images appear in the patient jacket on the enterprise archive. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).